Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible central non-infectious corneal ulcer." As there was no prod returned or lot # provided, no detailed investigation can be performed.

Event description:
A consumer reported via her attorney that she experienced blurred vision and rec'd unspecified care from a hosp after purchasing contact lenses from a jewelry store. No further info has been provided.